Manufacturer narrative:
Date of event was reported to be years ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the caller was notified that the patient had an infection "years ago" and that the lead was in the right brain and so physician ran extension wire across the neck to left chest and connected to ins in left chest. Caller states they have a right lead currently and are going to be adding a left (no issue with current system). No further complications were reported or anticipated with this event.